Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Programmed multiple boluses and monitored; all bolus deliveries were shown properly in the daily history screen. No unexpected power loss alarms, post reset alarms or replace battery now alarms noted during testing. Power error detected alarms were triggered when the lithium backup battery (loaded vlith) was less than 3.50v for 240 consecutive minutes as indicated in the power management graph due to connector resistance issue. Connector was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for 2 days with the unit functioning properly during testing as shown in the power management graph. The following physical damage was noted: scratched casing, minor scratches on lcd window, pillowing keypad overlay, cracked case on battery tube area, stained serial number label and slightly peeling off end cap address label.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error. The customer's blood glucose was unknown at the time of incident. The customer also reported that the insulin pump did not alarm low battery prior to replace battery alarm. The insulin pump was returned for analysis.